Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced un-explanted abdominal pain. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2012. Pain occurred 3-4 times a week after a meal and originated in the esophagus area and emanated outward from that point. All diagnostics for cause of pain including barium swallow are normal. Uneventful device explant on (B)(6) 2013. Device found in correct position and geometry. Pt elected to undergo toupet fundoplication at time of device explant.